Manufacturer narrative:
Evaluation summary it was caused due to a physical damage on the bending rubber. This report is being filed as part of the pentax backlog management plan.

Event description:
There was no report of patient harm. During use, the user found that the scope was leaking.